Manufacturer narrative:
The manufacturer previously reported receiving information that a failure of a ventilator's active exhalation control module was observed, and the device's active exhalation control module was replaced to address the issue. The information related to the device's active exhalation control module was reported in error. The correct information is that a failure of the device's sensor board was observed, and the device's sensor board was replaced to address the issue.

Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third-party service center, a failure of the device's active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.